Event description:
Customer called to report that he was unable to prime/ rewind the insulin pump due to the error alarms. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarm motor error during the basic occlusion test, due to loose drive support disk. Unit was received with cracked battery tube threads, missing end cap sticker noted during visual inspection.